Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab observed foreign material inside the pebax with external damage. Initially it was reported that there was a force sensor error. They changed the cable and then changed the catheter twice. The surgery was delayed by 20 minutes. The procedure was completed successfully. There was no patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-nov-2022, reddish material inside the pebax component was observed. A scanning electron microscope (sem) testing was performed on the pebax component and the results showed evidence of mechanical damage and a hole on the surface. The returned condition was assessed as MDR reportable for foreign material inside the pebax with external damage. The awareness date for this reportable lab finding was 07-nov-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-oct-2022. The device evaluation was completed on 07-nov-2022. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax component. A screening test was performed and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. Additionally, a scanning electron microscope (sem) testing was performed on the pebax component and the results showed evidence of mechanical damage and a hole on the surface. A manufacturing record evaluation was performed, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that the force sensor issue and the damage on the pebax are multifactorial. It could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: (B)(4). Manufacturer's reference number: (B)(4).